Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer 5 structed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) worked with pharmacy and found that drawer 5 was not opening. The drawer front panel was adjusted, and the unit was tested extensively to confirm proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.